Event description:
Information was received from the neurologist that the patient was referred for replacement due to high impedance. Clinical notes were received that provided an impedance value. The manufacturer is not aware if the impedance value is from a system diagnostics test or from a normal diagnostics test. A review of device history records for the lead shows that no unresolved non-conformances were found. No relevant surgery is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
Information was received from the neurologist that the patient had not experienced and physical manipulation or trauma near the time the high impedance was seen. Also, the believed cause of the high impedance was stated to be a low battery. The neurologist stated he was "uncertain" if the generator would be disabled due to the high impedance. No additional or relevant information has been received to date.